Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes eol/rrt characteristics, dashes (---) for programmed parameters and measured data could not be obtained.